Manufacturer narrative:
It was reported that hair was found within a control syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and a small black eyelash was observed inside of the control syringe component along the barrel wall. The likely root cause was determined to be an issue with environmental controls during the component manufacturing process. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that hair was found within a control syringe component.